Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued; replacement device shipped to site on 12/2/2015 for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon had a difficult time verifying the straight suction instrument. The medtronic representative reported the distance to divot is between 2.2 and 3.0. The surgeon was able to get the suction to verify and completed the procedure with the use of the navigation system. There was a reported delay of less than an hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Patient weight is estimated. Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the suction tool failed verification with an error of 2.3mm. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.